Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. Photos were provided and review is currently pending. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510k: k141965;k160437;k160450. D2: medical device type: dwm;png. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the care team rejected a pleurx lockable drainage line set because they observed a piece of waste inside the product, that appears to be a piece of cardboard. There was no patient involvement.